Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a port exploration procedure the tubing was disconnected from the port. The port and the locking connector was replaced with no pt consequence.